Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot# v025068, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's ins and lead was removed in january of 2010 due to a "non-functions [ins] unit with pain around the [ins] site." The surgical report submitted by the hcp did not note any complications or issues during the procedure and both the lead and ins were removed completely. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.